Event description:
New information notes that low lead pacing impedance was also observed on the rv lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2010 the lead was capped and replaced due to change in thresholds. No further information provided.